Event description:
It was reported that the patient never had therapeutic effect from their implantable neurostimulator (ins). Specifically, their symptoms were helped for only ¿very very short¿ periods of time and then would go back to where they were before implant of the ins. The patient stated that it had not helped them and that it was ¿horrible and painful¿ and had pain in their legs. It was noted the patient had worked with their healthcare professional (hcp) to ¿recalibrate¿. The patient was going to have the ins removed. There were no further details, interventions or an outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0fwky, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the health care provider and representative spend considerable time and evaluation trying to resolve the problems. The patient experienced discomfort before the device was removed on (B)(6) 2014. The patient stated it was a horrible experience.